Event description:
Hvr recording showed possible noise on atrial lead. Hmsc reported last threshold of 2.7 v on (B)(6) 2022 and daily mean sensing amplitude to be 0.9 mv. Lead currently remains implanted and will be evaluated further. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.